Manufacturer narrative:
Upon receipt, the device was in bvvi settings and output was lower than expected due to low battery level. Device image analysis showed that bvvi occurred due transient voltage fluctuations which occurred due to hardware code corruption. The original battery had depleted to normal end of life (eol) level. Analysis performed after installing new battery and reloading the product code did not find any anomalies. Telemetry test was done with battery loaded down to eol level with normal results. Despite extensive testing backup condition could not be reproduced and the cause of code corruption could not be determined. The reported event of backup mode was confirmed. The reported event of premature battery depletion was not confirmed. As a result of this finding, abbott is performing further investigation.

Event description:
During follow-up, the device was found in back-up vvi mode. Due to the device being in back-up vvi mode it was not possible to determine they battery longevity. Technical support was contacted and the device was explanted. The patient was in stable condition.